Manufacturer narrative:
On april 9, 2021, mentor received additional information indicating that the patient had undergone bilateral replacement with the following devices: (left) 425cc mentor smooth round moderate plus profile saline catalog: 3502425 lot: 9501938 sn: (B)(6) and (right) 425cc mentor smooth round moderate plus profile saline catalog: 3502425 lot: 9512448 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 4, 2021, the mentor failure analysis lab received the device for evaluation. On may 13, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample, sal smooth rnd diap 325cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who's undergone breast augmentation revision with two 325cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation, post-procedure. The deflation was diagnosed via physical consultation. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.